Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation prior to an unrelated procedure, it was noted that the atrial lead threshold sensing had decreased since the original implant and the capture threshold had increased. The lead was explanted. The patient was stable before, during, and after the procedure.